Manufacturer narrative:
Concomitant medical products- model: ddmb1d4, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted as the patient was septic and had an infection. No further patient complications have been reported as a result of this event.